Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control observed that cable-mounted plug connector, designator p14 of the therapy connector assembly was not properly locked into place on pcb-mounted jack connector, designator j14 of the therapy pcb assembly. After reseating the connector, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not detect the defibrillation therapy cable. When the charge button was pressed, a connect cable message was displayed. Without proper recognition of the cable, the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.